Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "no aspiration" (aspiration issue). The nurse reported little or no aspiration in the vitrectomy mode. The system was switched out to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The pneumatic valve was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2010. (B)(4).